Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, enterobacter cloacea complex (>100cfu/endoscope) were detected from the sample collected from the all channels of the subject device on july 23rd, 2021. The device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus france (ofr). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of microbiological testing by the user facility, gram positive bacteria (1 cfu/endoscope) were detected from the sample collected from all channels of the subject device. The testing result cleared the (B)(4) guideline. Olympus (B)(4) checked the subject device and found the following. - the isolation of the distal end cap was out of range. - the light guide lens was worn out. - the objective lens was worn out. - the adhesive of the bending section rubber was worn out. - the insertion tube was wrinkled. - the boot was damaged. - the angulation was insufficient. - the instrument channel was replaced with new one as preventive maintenance. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user and olympus (B)(4), omsc considered that the reported phenomenon was less relevant to the subject device. If additional information is received, this report will be supplemented.